Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned device was attached to an encore inflation unit and subjected to positive pressure; a longitudinal tear was identified in the balloon material starting approximately 6mm proximal of the proximal markerband and extending 45mm distally. The markerbands, balloon material and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 16-nov-2017. It was reported that balloon leak occurred. The target lesion was located in the iliac vein. A 6.0-40, 80 wanda¿ balloon catheter was advanced for dilatation. However, upon inflation at suggested atmosphere, the balloon was leaking. The device was completely removed and procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.